Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that the patient faced infusion set tubing was damaged on (B)(6) 2025. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009606, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009606 was manufactured according to the work instruction (wi) version 117 and manufactured in the line inset 7 on 10/oct/2024, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 4k00328 was manufactured according to the wi version 65 manufactured in the machine sc01, on 10/oct/2024, with a total of (B)(4) units. The lot 4k02275 was manufactured according to the wi version 65 manufactured in the machine sc02, on 09/oct/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.